Event description:
The arthroplasty was revised due to stiffness, pain, instability, and contracture. The components were implanted in situ for ~1.25 y. The tibial insert and femoral condyle were revised. The patient presented with a ucla score of 1 three months prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
It was noted that the device is not available for evaluation as(B)(6) retained it. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding stiffness and instability involving a x3 triathlon cs ins size 4 9mm was reported. The event was not confirmed. A photo provided for analysis of the x3 triathlon cs ins size 4 9mm shows 2 photos of the superior surface of the explanted insert. Intact insert is noted along with some yellowish discoloration on this surface likely due to synovial fluid. No further analysis can be obtained from the photo provided. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot referenced. The exact cause of the event could not be determined because further information is needed for determining root cause. No further investigation for this event is possible at this time.

Event description:
The arthroplasty was revised due to stiffness, pain, instability, and contracture. The components were implanted in situ for ~1.25 y. The tibial insert and femoral condyle were revised. The patient presented with a ucla score of 1 three months prior to revision surgery and a maximum score of 4.